Event description:
The st. Jude medical representative reported excessive battery discharge for this ICD. The ICD did not pace and had only 2 high voltage charges. The battery voltage was 2.6v after being implanted for 9 months.